Event description:
It was reported that the pta balloon catheter would not inflate during the second inflation in a right upper arm fistula. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. Visual inspection: the device was returned. The balloon appeared to have been previously inflated. No other anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested and passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon would not inflate. The balloon was cut at the proximal cone to examine the inflation/deflation lumen. After opening the balloon, it was noted that the glue bullet was lodged in the outer catheter shaft and was blocking the inflation/deflation ports. The polyimide was pulled distally to remove the glue bullet from the outer catheter. Upon removal, it appeared that the glue bullet had become slightly dislodged from its original location on the polyimide. The stepped portion of the catheter shaft was slightly damaged and the inflation/deflation ports were oval in shape, indicating that the catheter may have been subjected to excessive force. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for inflation issues as the balloon was unable to inflate due to the glue bullet being lodged in the outer catheter shaft and blocking the inflation/deflation ports. The glue bullet was found to be dislodged from its original location on the stepped portion of the catheter was damaged, indicating that the catheter was likely subjected to excessive force. The root cause for the inflation issues is likely related to the glue bullet becoming lodged within the catheter shaft. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Additionally, precautions and specific directions for use of the conquest pta dilatation catheter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.